Event description:
It was reported that during ipg pocket revision procedure (related manufacturer report number: 3006705815-2021-06491) the ipg was taken out of surgery mode and the patient programs has been deleted. As result, patient¿s ipg was reprogrammed, and therapy restored.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A rep was able to reprogram and successfully restore communication with the device. Therapy was restored. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.